Event description:
It was reported that during implant, the right ventricular (rv) lead dislodged several times after the helix was successfully fixated during the operation. The physician elected to continue the operation and repositioned the same rv lead. During the follow up visit six days post-implant, it was determined that the rv lead had once again dislodged as confirmed by x-ray photos. The device was reprogrammed to aai mode and the rv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. The analyst noted the ventricular capture management threshold increased from 0.75 volts on (B)(6) 2015 to 2.125 volts on (B)(6) 2015.